Event description:
Per the clinic, the patient was placed under general anesthesia on february 15, 2023 for abutment removal.

Event description:
Per the clinic, the patient experienced an infection at abutment site (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.